Event description:
The device was returned for investigation. During investigation, the fva pins were stuck in the open position and needed to be pressed in multiple times to get released in their normally closed position. If the fva pin gets stuck, the flag will detect a wrong position of the fva pin which will trigger an alarm, and therefore a delay of therapy. The fva pins were getting stuck because they were gripping with the retaining plate preventing the fva pins to move to their normally closed position.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: during the execution of the verification protocol 590-0068-01 rev 6.0 lvp operating condition verification protocol, a pump problem alarm was triggered when infusing at 0.5 ml/hr at 5c. Preliminary investigation with engineers suggests that this is related to sticky pins. Product defect fai-5498 was logged. A preliminary review of the logs identified the following issue: hw issue (not yet identified; results in stuck av flag alarm) an active infusion did stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.